Event description:
It was reported that customer experienced difficulty changing pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support requesting follow up, and technical support advised customer to monitor and call back with specific details if problem happened again; customer agreed to continue monitoring and contact support if issue recurred.